Event description:
This spontaneous report was received on (B)(6) 2011 concerning a (B)(6) female consumer reporting on self from (B)(4). On an unspecified date, the consumer bought a box of ob super non-applicator 40s (lot number and expiration date unspecified) for menstruation and noticed that the string was not attached. This report had no adverse event and the action taken with the device was not applicable. This report was considered a reportable malfunction case.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.